Manufacturer narrative:
The investigation is considered closed by lmt and there will be no follow-up report. Country of incident: italy.

Event description:
We have received information about a potential incident and would like to inform you about it. It was reported that several error messages related to the blower function and the blower temperature were issued. The manufacturer has not received any information about any harm from patients, users or third parties.